Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the pump would not unlock after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: the keypad cover was intact with no visible damage. There was visible evidence of moisture behind the display lens. A leak test was performed and a display lens leak was found. During testing, all the keypad buttons were unresponsive. The keypad cover was opened and no evidence of contamination was found. There was evidence of moisture inside the pump. The keypad flex connector was examined and evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.